Manufacturer narrative:
An event of "patient's blood pressure dropped" and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly duo imaging catheter instructions for use (IFU) states that coronary artery spasm may occur as a consequence of intravascular imaging. The dragonfly duo imaging catheter instructions for use (IFU) states that abnormal heart arrhythmias may occur as a consequence of intravascular imaging.

Event description:
Pre-dilatation with a non-abbott balloon was performed in lad. Next, the dragonfly duo imaging catheter revealed a thrombus in lad. Additional stenting was performed with two non-abbott stents and follow up ballooning for stent malposition. The dragonfly duo imaging catheter was then used to assess lad and left main (lm). During this time, the patient's blood pressure dropped and the oct procedure was stopped. CPR was initiated, medications were administered and the patient's blood pressure was revived back. The patient's pressure remained unchanged after 40-45 minutes of CPR and intra-aortic balloon pump (iabp) insertion. The patient passed away. The physician does not believe the oct caused the adverse events.